Manufacturer narrative:
Additional procedure required. This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The PICC was inserted then the patient noted that the purple hub cap snapped off. The PICC was then replaced. The patient did require an additional procedure due to this occurrence; another PICC inserted. According to the initial reporter, the patient did not experience any other adverse effects due to this occurrence